Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments yaw pulley was broken. The yaw pulley was broken and missing a .150 x .080 piece, allowing the grip to move within the pulley and have a larger range of motion in the yaw. The broken damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the frayed wire was noted on the pk dissecting forceps instrument. No missing or fallen pieces were reported.